Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the identified failures related to foreign objects was a known inherent risk of device which indicates reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around objective lens had a scratch should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited air/water cylinder and the tube had foreign objects. There was no patient involvement.